Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, pain, mobility, fibrointegration. The causes of non-integration are not known but are probably due to the prosthetic load.